Event description:
It was reported that the customer had an issue with a blank display on the insulin pump. Customer's blood glucose level was 81 mg/dl. Customer was advised to disconnect from the pump. Customer stated that there was wear on the pump and cracks around the battery case. The battery was changed but the issue was not resolved. Customer stated that the cracks are at the top of the battery compartment. Customer does not know how it happened. Customer was advised that the pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and no blank display, scrambled display or display anomalies were noted during the test. All operating currents were normal. However, moisture damage was found on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a cracked belt clip slot.